Event description:
It was reported a newly applied omnipod 5 pod became hot after a few hours of wear and caused a burn on the patient's lower back. The patient stated the pod had been applied, operated normally for the first 1-4 hours in manual mode, and then became painful and hot when the patient attempted to deliver additional insulin after eating. The user deactivated and removed the pod and reported that it remained hot for 5¿10 minutes after removal. The blood glucose level rose to 17 mmol/l (306 mg/dl). It was not reported that medical attention was sought. No information regarding treatment was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.